Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information is provided, a follow up report will be submitted.

Event description:
Rti surgical (rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received a complaint on 2/26/2019. The reported complaint indicated that a patient with history of a differentiated adenocarcinoma of the lungs of the signet ring cell type (alk/eml4 mutation, positive clone d5f3) underwent a pleuro pneumo-pericardial diaphragmectomy (3 pd resection) with reconstruction of the diaphragm which included implantation of a fortiva porcine dermis graft (unknown date). The patient developed a pericardial defect due to the fortiva graft in (B)(6) 2018. Intraoperative chemotherapy (hyperthermic intraoperative thoracoabdominal chemotherapy - hitoc) with 274.75 mg of cisplatin was provided. The reporter indicated that if additional information became available, it would be provided and requested that no further inquiries were made on our part to obtain information. To date, rti has not received any additional information.